Event description:
It was reported to boston scientific corp in 2009, that the tip of the jagtome rx was noticed to be damaged while the device was in the scope, and was therefore not used. The device did not come in contact with the pt. The procedure was completed with another jagtome device.

Manufacturer narrative:
(Tip damage). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.